Event description:
On (B)(6) 2025 the user reported they experienced recurrent hypoglycemia believed to be due to the ilet overcorrecting for hyperglycemia. The user had not been meal announcing, citing low carbohydrate intake, though post-meal blood glucose levels were rising significantly. After reviewing data, the agent recommended a factory reset. The user opted to pause use of the pump temporarily before attempting re-setup. When the user finally reconnected on (B)(6), the agent assisted in the ilet setup and phone pairing. The user stated they would complete the supply change and remaining steps independently. A severe hypoglycemic event occurred during this timeframe with bg as low as 49 mg/dl (high of 401 mg/dl also noted). The user was reportedly unconscious and required non-medical intervention from their daughter, who administered glucose tablets. No medical treatment was sought or required.

Manufacturer narrative:
H6. Component code 4755 - user incorrectly not using meal announcements. At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.